Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that there was a small cut on the inflation area of the trocar on the vasoview hemopro 2 (btt), which prevented the tunnel from forming due to poor inflation. A new hp2 was used to replace the defected device. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: d4. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000411343 history record review was completed. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a